Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, they "had some flashing during the procedure due to stones near capsule, lost sight of aiming beam, realized fiber was end firing not side firing @ 273,687 joules". The procedure was completed using a second fiber. Pt outcome: "treatment completed".

Manufacturer narrative:
(B)(4).